Manufacturer narrative:
S/n (B)(4), lot 3029686-560, ship out on 03/23/2016. Check the inventory in warehouse and from customer side, no stock found; check DHR of this lot production ,no this nonconformity record; performed fatigue test and drop test, no broken happen; this event was single case. Broken rear wheel was caused by heavy impact on production during transportation; advice the transportation, avoid heavy impact on the production; performed the fatigue test and drop test every quarter.

Event description:
The provider states the outer rear wheel rim is split in half for about 12" of the wheel.